Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer changed cartridge and insulin delivery was resumed. There was no reported impact to customer's blood glucose.